Event description:
Boston scientific received information that this chronic left ventricular (lv) lead was capped and surgically abandoned after exhibiting high out-of-range pace impedance measurements and loss of capture. High pace impedance measurements observed at the previous device changeout had been resolved with reprogramming of the lv pacing vector. Another model lv lead was successfully implanted with no adverse patient effects beyond the surgical procedure reported.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.